Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and had difficulty charging the ipg. The patient underwent an ipg replacement procedure and the explanted device, will not be returned as it was kept by the medical facility.